Event description:
Report received of a suction toothbrush foam disengagement. Reporter stated that while oral care was performed on a 52-year-old sedated and intubated patient, the green foam on the back of the suction toothbrush disengaged into the patient¿s mouth. Per the reporter, the entire piece of foam disengaged from the toothbrush, the patient did not bite the device, and the event occurred on initial use of the device. Staff visualized the disengaged foam with a flashlight at the back of the patient's throat and the foam was retrieved using magill forceps. The patient did not experience any adverse consequences. The event did not lead to lengthened hospitalization or any medical intervention. Lot information was provided. The affected device was discarded, and photographs are not available.

Manufacturer narrative:
Lot information for the affected device was provided. The affected device was discarded, and photos were not available; therefore, a visual inspection could not be performed. A product history review was performed and revealed that all quality checks passed inspection, and the product met all release requirements. A labeling review was performed. The product label provides the following warnings: "do not allow patient to bite down on the oral care tool. Use a bite block if patient has altered levels of consciousness or cannot comprehend commands. Use caution with children and unresponsive individuals. Failure to follow these safety precautions may damage the device and present a choking/aspiration hazard. May not function as intended/potential risk of cross-contamination if device is reused." Additionally, all suction toothbrush products are 100% inspected by a glue application vision system and passed prior to release. The root cause of the foam disengagement cannot be confirmed.